Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's sync button is worn. The customer did not allege any device malfunction related to this observation. There was no reported patient involvement.